Event description:
This forty-eight year old female presented to outpatient surgery department for routine flush of port-a-cath. The nurse asirated a small amount dark fluid and met resistance in attempting to flush. Physician was notified and dye study was obtained. The report revealed 6 cm catheter broken and lying in the right artrial cavity, possibly straddling the tricuspid valve. The patient was kept overnight. Successful removal was accomplished the following day in cardiac cath suite by invasive cardiologist. Patient was discharged same day in stable condition.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, none or unknown. Results of evaluation: none or unknown, tubing. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.